Event description:
It was reported that during the implant procedure, the lead was damaged when pulled back through a long safe sheath. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and the defib conductor was distorted. The inner tubing was kinked/buckled and there was blood in/on the helix mechanism and sleeve head. The lead was damaged at implant.